Manufacturer narrative:
Additional patient code: 1862/fistula and 2091/swelling. After the evaluation was noticed that the lot number informed does not correspond to the item received. Therefore, the lot number was not considered. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. Moreover, it was seen that the dentist has used more drills than recommended to perform the implant installation. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form and visual conference of the product returned by the dentist.

Event description:
(B)(4) - the dentist reported that 2 months and 17 days after the dental implant was installed in patient¿s mouth, its non- osseointegration was observed. Moreover, 60n.cm of primary stability, the patient presented bone type ii.

Manufacturer narrative:
(B)(4). Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. Moreover, it was seen that the dentist has used more drills than recommended to perform the implant installation. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.

Event description:
(B)(4). The dentist reported that 2 months and 17 days after the dental implant was installed in patient¿s mouth, its non- osseointegration was observed. Moreover, 60n.cm of primary stability, the patient presented bone type ii.